Manufacturer narrative:
(B)(4). Batch # m55822. Additional information was requested and the following was obtained: what type of procedure was the device used in? N/a. Can you please clarify how the stapler misfired? The stapler would not fire through the reload cartridge, handle locked out. When the device misfired, did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? When the device misfired, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? 1st. What color cartridge was being used? White. Were any unexpected noises heard? If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? N/a. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis showed that the atb35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the "stapler misfired.¿ the case was completed using another device of the same product code. There were no patient consequences reported.